Manufacturer narrative:
According to the customer, on (B)(6) 2023, when starting the blower machine there was visualized "smoke coming out of the blower" and "a small flame coming from the front of the blower below the switch". The customer reported the issue was resolved "a few seconds" after the blower was turned off and unplugged. The customer reported there has been no medical intervention or serious injury related to the reported incident. The sample has been requested to be returned for evaluation. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023, when starting the blower machine there was visualized "smoke coming out of the blower" and "a small flame coming from the front of the blower below the switch".